Event description:
It was reported that the endoscope reprocessor had broken a and b (dark blue and light blue) connectors in the basin. There were no reports of patient harm.

Manufacturer narrative:
During an onsite visit, the olympus field service engineer confirmed the connector in the reprocessing basin was loose. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the loosening stress accumulated on the connector, and deteriorated over time. The event can be detected/prevented by following the instructions for use which state: chapter 5 inspection and preparation before use 5.6 inspecting the connectors check the following for each connector. The connector should be fixed firmly. The o-rings should be free of irregularities such as cracks, tears, or dents. If any irregularity is found, do not use the reprocessor and contact olympus. [Warning] do not use the equipment if any connector seems to be damaged or defective. Using the equipment when an irregularity has been detected may interfere with reprocessing. Furthermore, fluid leakage may damage peripheral devices or facilities near the equipment. Olympus will continue to monitor field performance for this device.